Event description:
Pt reported that back to back tests performed on the surestep meter using different finger sticks were 116, 134, 159 and 183 mg/dl (45% difference). No symptoms were reported. Lfs rep discovered that the meter is not cleaned according to manufacturer's product recommendations. There was no allegation of harm.